Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high out of range pacing impedance measurements. Review of device memory noted that the out of range pacing impedance measurements began two months ago. Loc and high out of range pacing impedance measurements were able to be recreated with patient movement and were felt to be positional. A follow up appointment was scheduled for a date in the future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Subsequent information was received from the local field representative that during an in-clinic follow up approximately three weeks later, programming changes were made and consistent capture was obtained. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lv lead again exhibited high out of range pacing impedance measurements greater than 2,000 ohms approximately one year later. Boston scientific technical services (ts) discussed troubleshooting options. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that they physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.